Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would intermittently not perform fluoroscopy. There is no report of injury or death associated with the event associated in this complaint.